Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer dropped the pump and stated the occlusion had occurred since. Blood glucose ranged from 270-330 mg/dl. Customer had manual injections available as alternate insulin therapy.